Event description:
Device fired within the patient without clips being locked into place. The jaws therefore clamped onto the cystic duct causing injury and bile leak. The injury was at the junction between the cystic duct and the central bile duct in a patient undergoing an emergency laparoscopic cholecystectomy. The procedure was extended for 40 minutes.

Manufacturer narrative:
The device was returned, decontaminated and visually investigated. There were signs of physical damages on the device. The device was returned with deformed jaws. Because of the condition of the returned device, a functional test was not possible. The jaws of this device were returned so deformed that it is impossible for the jaws to hold a clip. If a cartridge was inserted and the end user did not look at the tip of the jaws for and open clip before attempting to use on a vesicle and the jaws were activated, the jaws of the device will act like a scissor and could cause damages to the patient. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. The type of damages observed are the result of excessive force to jaws of the device.

Manufacturer narrative:
The device has not yet been returned to the manufacturer. An investigation is not possible at this time.

Event description:
Device fired within the patient without clips being locked into place. The jaws therefore clamped onto the cystic duct causing injury and bile leak. The injury was at the junction between the cystic duct and the central bile duct in a patient undergoing an emergency laparoscopic cholecystectomy. The procedure was extended for 40 minutes.